Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that during the implant procedure the helix of the lead could not retract after whirling out. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.